Event description:
It was reported that the patient wanted to turn on the adaptive stimulation feature. The adaptive screen did not appear and the screen had a doctor¿s face with an ¿a,¿ clock, white/black circle, and world icons. It was stated that the implantable neurostimulator (ins) was set on MRI by the manufacturer representative because the patient was scheduled for a MRI on (B)(6) 2014. The patient verified the ins was on. Program a was selected and the patient synced. When they synced the patient ¿got shocked to death¿ and turned it off. The amplitude was set to 4.3 volts on the right and 3.8 volts on the left. The amplitude was decreased to 2.0 volts on both sides and the stimulation was still too high so it was turned off again. Stimulation was decreased to 1.0 volts but it did not stay down. It returned to 4.3 volts and 3.8 volts. The patient had been lying down. The patient then stood up. It was noted that the patient could handle 4.3 volts if they were standing up. It was noted that it sometimes was hard to find the right spot when syncing. When standing, 4.3 volts was noted to not be ¿very much at all.¿ it was noted that there was no ¿a¿ in a black circle in the top row next to the on/off icon. The patient was feeling stimulation when it was turned pretty high in MRI mode. Further troubleshooting was done and it was found that the patient had only used adaptive stimulation once for about 3 days and had turned it off because it wasn¿t working for the patient. Aid was also provided to put the device in MRI mode. When this was done, stimulation stopped. The patient then turned the stimulation back on until the scheduled MRI and verified stimulation was on. Follow-up was conducted to determine if the patient was receiving effective therapy and if they had further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).